Manufacturer narrative:
The report from medical affairs informs that there was an email received on (B)(6) 2014, in which a patient from (B)(6), reported adverse events. The following was received via email verbatim; me was implanted in (B)(6) in 2011 in (B)(6) a stent (genesis pg5910pps). Since this moment I have health problems. Everything points to an allergic response back. We have made up a lot of tests and it was all negative. The doctors of the (B)(6) advised me to contact cordis. They would like to test the stent itself incompatibilities (would need here for a sample of material). This is now my last option, I plead for their help, as my condition got steadily worse. End verbatim. Addendum (B)(6) 2014: the admitting diagnosis for initial implantation of the stent is unknown, however the procedure was elective. The patient does not have a previous history of immunosupression / autoimmune disease. There were no pre-admission medications and allergies are unknown. According to the allergy scans, the patient was negative for nickel, cobalt, and titanium, but was positive for amalgam and mercury. It was reported that there were no respiratory problems. The patient stated that ¿have been 1000 times in several hospitals, they found nothing.¿ it was reported that the patient¿s hypersensivity / allergic reactions began 1-2 weeks after the stent implantation operation. The following symptoms were reported: ¿insomnia, tremble, internal unrest, nausea, skin redness (everything a little, but almost hands, head/face), swelling on hands and pressure on head. It is unknown what treatment was given for the reaction and the outcome of the treatment. It is unknown how long after treatment that reaction resolved. It is unknown if the reaction was determined to be related to the cordis product or to a non-cordis product. The product was not returned for analysis as it remains implanted in the patient. Additionally, as the sterile lot number was not available, device history record review could not be performed. Hypersensitivity/allergic reactions occur when the body reacts with an exaggerated immune response to what is perceived as a foreign substance and/or an allergen. In this case, the patient had an allergic reaction 1-2 weeks after implantation of a palmaz stent. The most common types of cutaneous allergic reactions associated with metallic implants are eczematous in nature, although urticaria and vasculitis have occasionally been reported. Eruptions may be localized or generalized or both. Localized eruptions present as inflammation primarily affecting the area overlying the site of the implant. Generalized eruptions most often present as eczematous reactions and could lead to systemic complications or anaphylaxis. Hypersensitivity occurs either immediately after implantation (within an hour) or in a delayed response. An allergic reaction could be due to a major component of the implant or even the smallest composition of the implant. In this particular case, the results of the allergy tests concluded that the patient has hypersensitivity to mercury and amalgam. However, the palmaz stent implanted is composed of carbon, chromium, copper, manganese, molybdenum, nickel, phosphorus, sulfur, silicon, and iron. Based on the limited information available, the exact cause of this patient¿s adverse event cannot be determined and it is unknown if it was related to the cordis device. No corrective actions will be taken at this time.

Manufacturer narrative:
The product remains implanted in the patient, therefore, the device is not available for analysis. A device history record (DHR) review could not be conducted since a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: metoprolol, metformin, marcoumar, asa-acetyl-salicyl-acid, ramipril, and l-thyroxin. Please note that the date of the event ((B)(6) 2011) was provided incorrectly in order to meet electronic medwatch acceptance requirements. However, the event date is only known to have occurred 1-2 weeks after the stent was implanted in 2011. Please note that the implant date ((B)(6) 2011) was provided incorrectly in order to meet electronic medwatch acceptance requirements. However, the event date is only known to have occurred in 2011. The month and day are currently unknown.

Event description:
The report from medical affairs informs that there was an email received on (B)(6) 2014, in which a patient from (B)(6), reported adverse events. The following was received via email (B)(4); me was implanted in (B)(6) in 2011 in (B)(6) a stent (genesis pg5910pps). Since this moment I have health problems. Everything points to an allergic response back. We have made up a lot of tests and it was all negative. The doctors of the hospital (B)(6) of vascular surgery advised me to contact cordis. They would like to test the stent itself incompatibilities (would need here for a sample of material). This is now my last option, I plead for their help, as my condition got steadily worse. End verbatim. The admitting diagnosis for initial implantation of the stent is unknown, however, the procedure was elective. The patient does not have a previous history of immunosuppression / autoimmune disease. There were no pre-admission medications and allergies are unknown. According to the allergy scans, the patient was negative for nickel, cobalt, and titanium, but was positive for amalgam and mercury. It was reported that there were no respiratory problems. The patient stated that ¿have been 1000 times in several hospitals, they found nothing.¿ it was reported that the patient¿s hypersensitivity / allergic reactions began 1-2 weeks after the stent implantation operation. The following symptoms were reported: ¿insomnia, tremble, internal unrest, nausea, skin redness (everything a little, but almost hands, head/face), swelling on hands and pressure on head. It is unknown what treatment was given for the reaction and the outcome of the treatment. It is unknown how long after treatment that reaction resolved. It is unknown if the reaction was determined to be related to the cordis product or to a non-cordis product.